Manufacturer narrative:
This suture hook will not be returned for evaluation as it was disposed off by the user facility. This is a limited reuse device, and details of this event are limited. Associated report: 1017294-2010-00069. The information for use (IFU) provides the following warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.

Event description:
The customer reported that during use of this suture hook to perform a bankart shoulder repair, the tip broke and detached. The user retrieved the tip from the surgical site and completed the procedure as intended by using an alternate suture hook. There was no pt injury and no surgical delay related to this event.